Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that the iol was broken inferiorly and the trailing haptic was also broken. The iol was explanted and exchanged during the original surgery without further incident and without harm or injury to the patient. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The rayone preloaded iol injection system risk matrix identifies the following as possible causes of "trapped/ torn lens haptic/ optic during insertion"; inadequate amount of viscoelastic; inadequate quality of viscoelastic; haptic trapped by plunger override due to fast motion; user opens closed flaps and closes again before use; plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic; user removed injector from tray prior to inserting viscoelastic, causing lens to be improperly placed in cartridge; user removed injector from tray prior to closing cartridge, resulting in cartridge not being clipped properly; optic edge trapped/ damaged on closure of cartridge, sharp edge instruments and dehydration of the lens prior to implantation. The surgeon reports that it was difficult to push the plunger from the start of injection. The rayone IFU "use of rayone" section "fig 7" states "press the plunger in a slow and controlled manner. If excessive resistance is felt this could indicate a blockage; discontinue use of the product and all packaging to rayner". Our review of production records for the rayone emv toric rao210t batch 084248472 showed that all manufacturing and quality checks were conducted with successful results. A review of vigilance data confirms this is an isolated event. No other incidents, of any type, have been received against the rayone emv toric rao210t batch 084248472. Continued injection of the lens represents a deviation from the IFU and is the likely causative factor of the lens being delivered in a damaged condition into the eye. Per the IFU, injection should have been discontinued.

Event description:
On 12th march 2026, rayner received notification from a healthcare facility in india of an event that occurred during use of a rayone emv toric rao210t. The event description provided states that on implantation into the eye the iol was broken inferiorly and that the trailing haptic was also broken necessitating lens explantation and exchange.